Event description:
The facility reported 1 incident of "solution came out from peritonium event though it is locked." Per affiliate, no patient injury or medical intervention was associated with this incident.